Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was admitted to the emergency room due to high blood glucose and fever. Customer's blood glucose was 548 mg/dl. Customer reported the cause of high blood was bad insulin. Device was working as designed. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been provided which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported that the customer's blood glucose was high and insulin pump was not working properly. The customer stated that her sensor glucose was in the 300's and her blood glucose was in the 500'smg/dl. When customer took her blood glucose at home it was 548mg/dl, then went to hospital. The customer had a fever and high blood glucose. She was treated with insulin drip in the hospital. The customer took off insulin pump at the hospital. During the hospitalization, found that the cause of the high blood glucose was bad insulin and not the insulin pump. The insulin pump was working as designed.